Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-52767 regarding this event.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were unresponsive. Customer's blood glucose was 37 mg/dl the previous night and customer was having an insulin reaction. It was stated the device was kept close to the body in tight clothing. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.